Event description:
It was reported that a lead was damaged during insertion at the time of implant. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).